Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3777-45, serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Product ID: 977a260, serial# (B)(4) implanted:(B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 97715, serial# (B)(6), product type: implantable neurostimulator. Product ID: 97715, serial# (B)(6) product type implantable neurostimulator. Information references the main component of the system. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). Concomitant medical products: patient was implanted with two neurostimulator systems and it was unclear which issues apply to which implanted system. Information regarding the other system implanted is: product ID: 37711, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with implantable neurostimulators (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient's right sided ins quit working and their pain had increased since the ins stopped working. The patient stated that they had a fall in february. The ins's were replaced due to normal end of life. The rep did an impedance check prior to the replacement surgery which showed that electrodes 0-7 of the epidural lead were out of range on the left sided battery and electrode 15 was out of range on the right sided battery. The rep said the impedances remained the same with the new ins's. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of ins (B)(4) found no significant anomalies. There was good stable output, telemetry was acceptable and the ins was at normal end of life. If information is provided in the future, a supplemental report will be issued.